Manufacturer narrative:
Evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the pusher assembly kink and fracture observed near the mid-joint. Further evaluation revealed additional pusher assembly kinks, and the embolization coil was detached from the pusher assembly within the introducer sheath. The additional kinks were likely incidental to the reported complaint. The detached embolization coil was likely a result of the pusher assembly becoming fractured. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the pusher assembly kink and fracture observed near the mid-joint. Further evaluation revealed additional pusher assembly kinks, and the embolization coil was still intact with the pusher assembly. The additional kinks were likely incidental to the reported complaint. Evaluation of the third returned smart coil could not confirm the reported complaint as only the pusher assembly was returned. The introducer sheath and embolization coil were not returned for evaluation. Evaluation revealed that the pet lock was separated on the proximal end of the pusher assembly, the pusher assembly had kinks, and the embolization coil was detached from the pusher assembly and was not returned for evaluation. Due to the returned damage, the root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2021-01717. 2.3005168196-2021-01719. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-01717; 3005168196-2021-01719.

Event description:
The patient was undergoing a coil embolization procedure to treat basilar aneurysm using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, three smart coils would not advance out of their introducer sheaths. Therefore, the smart coils were removed. The procedure was completed using other smart coils of the same size and the same microcatheter. There was no report of an adverse effect to the patient.